Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 204, 94, and 102 mg/dl when all tests were performed within minutes apart on the compact system. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.